Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2014, it was reported that the patient's infusion device had switched off without first displaying an error or alert message to indicate why it was switching off. The patient's blood glucose level was elevated to 280 mg/dl. No adverse event was reported. The infusion device was requested to be returned for product evaluation.